Event description:
In response to a field action letter, a report was received that the patient will undergo a pocket revision due to ipg migration and pocket site discomfort. A date for the procedure has not been set.